Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jan/2012 and 21/jan/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "pain" and "fibromyalgia" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "concern about textured product".

Event description:
Patient reported right side is "firm and looks abnormal due to capsular contracture". Patient later reported experiencing right side "moderate breast pain". Patient reported being diagnosed with fibromyalgia and connective tissue disorder (not otherwise specified) / undifferentiated connective tissue disorder (uctd), side non specific. No treatment was indicated. Patient later reported right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product" and "severe encapsulation". The device remains implanted.

Event description:
Device has been explanted.